Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately the last week patient was unable to turn up group b because she gets oor. Today patient was reprogrammed and given a new group b. All other programs were avoiding contacts that had high impedance. And impedance check was performed and high impedance was noted on contacts 1,2,6,7,10,12. 13. All contacts were orange and showing possible short. Patient stated that she had not fallen and does not remember doing anything that may cause any damage to her leads. Patient stated the only thing she did was volunteer and if anything would¿ve caused it, she did lift up and carry a stack of books. The patient was reprogrammed avoiding contacts that had a possible short.